Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axis cover. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Log eview for the arm 2 associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The pitch cva ffc (flat flex cable) is unplugged from the cva pca. The errors in the logs point to the pitch cva which makes sense since it¿s unplugged. This happened because the pitch motor cover is missing. The motor, cable, and pca shouldn¿t be visible to the customer as there is supposed to be a cover over it. Review of the provided image is consistent with the damaged arm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that arm #2 has a missing cap and a cable has come loose. The csr stated that they kept getting recoverable 23118 errors. The logs show error 23118 on arm #2. The csr sent pictures of the arm# 2 and there is a ribbon cable that has come loose. The csr stated they tried to re-install the cable while the system was on and they couldn't do so successfully. The tse instructed the csr not to try to connect cable while the system was on. The tse instructed csr that they can disable the arm and proceed with 3 arms. The customer had a 4-arm case to follow. The procedure was completed as planned no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. The nurse informed the surgeon did not disable or discontinue use or an arm. The surgeon continued to use the broken arm during the case, she reported slow response and movement of the arm. There was no harm to the patient. Ports were placed when the issue was identified.